Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, when the sureform 60 stapler instrument blade was pulling back on the second fire it made a clicking noise. When the stapler instrument was loaded with a new reload for the third fire, the stapler instrument refused to fire. A different reload was attempted with the same results. The site opened a new stapler instrument and had no further issues. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the sureform 60 stapler instrument was inspected prior to use with no visible damage. The white reload was used at the time of the event. This reload was picked due to the thickness of the tissue was within parameters of that color. The reload will not be returning. The stapler instrument issue did not result in reload having exposed blade, staples missing from the staple line, holes/gaps being observed in the staple line, or the reload being stuck to tissue. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The buttress material was not used. There was no bleeding observed due to the stapler instrument event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed and failure analysis investigations confirmed the customer reported complaint through error logs. The stapler instrument logs indicated 1 firing failure due to tissue thickness on the 2nd firing attempt. Failure analysis identified the primary cause of the firing failure to be related to the customer reported complaint. Additionally, the reported complaint of the reload being unable to fire was also confirmed. An error 22020 occurred, stating "engagement failure - grip axis." When the stapler instrument was placed on the xi system, it failed to engage on 3 consecutive attempts. Additional observation was also identified: upon removing the stapler instrument housing, it was observed that the drive cables at the backend appeared to be loose. As a result, the instrument is no longer able to pass engagement when installed on the system arm. The advance failure analysis (afa) confirmed initial findings. The instrument log review revealed 3 successful fires and one partial fire during the use of this instrument. Following the firing failure, the instrument successfully fired two additional times, but the gui was used to select the reload color on the 3rd installation. After the 4th installation, the stapler instrument failed to engage along the grip axis. The grip axis failures indicate an issue with the drivetrain. The instrument was fully disassembled to inspect internal components and determine the source of cable looseness. Upon disassembly, it was observed that the long drive cable crimp had dislodged from the main tube shuttle crimp pocket. The crimp was found to be retained at the shuttle pulley. Inspection of the shuttle retention tab revealed damage to the retention feature that holds the crimp in place. The dislodged cable crimp showed corresponding damage along the proximal edge, indicating that the cable likely dislodged as it was pulled towards the backend. Evidence suggests that the cable crimp slipped out during firing, resulting in a lack of tension in the cables and subsequent engagement failures along the grip axis. A review of the instrument logs for the sureform 60 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. The following additional information was provided: the stapler instrument experienced 3 grip axis engagement failures and partial fire.